Manufacturer narrative:
Correction to suspect medical device based on additional information. Based on additional information that the complaint device was a farawave catheter boston scientific no longer considered the event a reportable event. Disconnection of the catheter and cable resulted in a usage error upon re-connection of the device. Disconnection of the catheter cable is not likely to cause or contribute to death or serious injury if it were to recur. Alarms, error messages or error codes resulting in system shutdown. Alarms and error codes are inherent safety features of systems. A lack of device activity would not create a patient risk. The device can be reset or exchanged to resume functionality. A supplemental MDR will be sent to corrected previously reported information.

Event description:
During a paroxysmal afib procedure, the farawave catheter was selected for use. It was reported that during the surgery, the connection between the catheter and the machine suddenly loosened. When it attempted to reconnect it, a warning about the used catheter appeared, preventing further use. The procedure was completed successfully using another farawave catheter. No damage and no patient complications were noted. It was further reported/confirmed the device was a farawave catheter (previously reported as a smartfreeze cryoablation cable)

Event description:
During a paraxysmoal afib procedure, the smart freeze cryoablation cable was selected for use. It was reported that during the surgery, the connection between the catheter and the machine suddenly loosened. When it attempted to reconnect it, a warning about the used catheter appeared, preventing further use. The procedure was completed successfully using another smartfreeze cryoablation cable. No damage and no patient complications were noted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal afib procedure, the farawave catheter was selected for use. It was reported that during the surgery, the connection between the catheter and the machine suddenly loosened. When it attempted to reconnect it, a warning about the used catheter appeared, preventing further use. The procedure was completed successfully using another farawave catheter. No damage and no patient complications were noted. It was further reported/confirmed the device was a farawave catheter (previously reported as a smartfreeze cryoablation cable).

Manufacturer narrative:
Based on additional information that the complaint device was a farawave catheter boston scientific no longer considered the event a reportable event. Disconnection of the catheter and cable resulted in a usage error upon re-connection of the device. Disconnection of the catheter cable is not likely to cause or contribute to death or serious injury if it were to recur. Alarms, error messages or error codes resulting in system shutdown. Alarms and error codes are inherent safety features of systems. A lack of device activity would not create a patient risk. The device can be reset or exchanged to resume functionality. A supplemental MDR will be sent to corrected previously reported information. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. The catheter was then deployed to flower without difficulty. Additionally, no issues when tried to connect the catheter to a cable. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed, and no problems were detected. The resistance between every electrode and their appropriate connector must be within specification while having the catheter fully deployed. Additionally, the resistance between the electrodes e1, e2 and e4 against the e3 (crosstalk) of each spline must have a value of 0 ohms (no continuity) or >200 ohms while having the catheter fully deployed. The device was connected with a farawave cable to the farastar console for testing. The error of 306 appeared in the screen during analysis. The eeprom of the catheter was not able to be read.